Manufacturer narrative:
Product analysis: the device was returned with the handle dismantled and several kinks along the catheter. The pull cable was attached to the deployment wheel but was detached from the rest of the device. There was no stent returned with the device. The device was confirmed from the strain relief as 120mm. Several kinks were observed along the catheter at approx. 4cm, 21cm and 23.5cm from the distal end of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An everflex entrust was intended to be used for treatment. The device was prepped as per the IFU with no issues identified. The device did not pass through a previously deployed stent. The lock-pin was removed prior to deployment. It was reported during deployment, 2 cm of the stent remained undeployed, the thumb wheel stopped. With a scissor and a pen the handle was dismantled and the remaining 2 cm of the stent was deployed manually. There was no damage to the deployment mechanisms or device handle noted prior to deployment issue. No patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.